Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose on (B)(6) 2019. The customer's blood glucose was 478, 452, 600 mg/dl. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done for high blood glucose and under delivery. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.